Event description:
Procedure: unk. Patient sex: unk. Reportedly, when the surgeon tried to dissect patient's lungs after firing staples, the jaw of stapler didn't open. Finally, the surgeon made a "miniostomy" for removal of the stapler. There was no patient injury reported.